Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no adverse impact to the customer's blood glucose level reported. As a corrective measure, a replacement tandem cable and wall adapter were sent via two-day shipping, with instructions for the customer to rely on manual injections for insulin therapy if the pump battery depletes before receiving the new supplies. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.